Manufacturer narrative:
The customer's report was observed during testing. However, the reported problem could not be duplicated. The defib/monitor flex cable was replaced as a precaution. The device passed the final test procedure, was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.